Event description:
Bio-rad received a customer complaint of failed calibrators and controls when running a vitamin d assay on the phd system with eia/ifa software version 2.1a. Technical support worked with the customer to determine the root cause. A review of the customer's data revealed that there is a calculation error in the phd software version 2.1a for low sample values generated by competitive (negative slope) assays. At this customer site, calibrators with an expected value of 0.00 were calculated as >155.20; resulting in failed runs. There is a potential for the same error to occur with patient samples. There have been no reports of injury or mistreatment associated with this complaint.

Manufacturer narrative:
Review of customer data was performed to identify the issue. Investigation by the manufacturer determined that an unknown software defect is the root cause of this complaint. A medical device correction notification has been distributed to all customers who have been upgraded to phd software version 2.1a alerting them of this issue. Customers who run competitive (negative slope) assays will be downgraded to the pervious software version. A new software version is under development to correct the defects in phd software version 2.1a. Customers will be upgraded to the new version of software as soon as it is available.